Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated restart alert 32. Troubleshooting was attempted, but the alerts recurred. A replacement ilet was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.